Event description:
It was reported that the right ventricular (rv) lead had a low impedance value of 250 ohms along with 225 short interval counts (sic). The physician decided to extract and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the distal portion of the lead was returned, analyzed and analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. A distal portion was received measuring 58 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).